Manufacturer narrative:
It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05109, 1627487-2019-14387, 1627487-2019-14388. It was reported an infection was present at the lead site. In turn, the patient had their system explanted and is being treated with oral antibiotics. Additional follow up indicates the patient's infection has resolved.